Manufacturer narrative:
The excor blood pumps pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2024 until the time of pump exchange on (B)(6) 2024. The pump was on the patient for 49 days, and the event occurred on (B)(6) 2024 (45 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump, sn (B)(6) and the pump was produced according to our specification. The other event which occurred on (B)(6) 2024 from the same pump associated with this patient was submitted as 3004582654-2024-00058.

Event description:
On (B)(6) 2024 the site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report that the patient became very irritable with right side flaccidness along with left eye gaze on (B)(6) 2024-. Head and neck CT scans were performed 3 days in a row. The results showed that continued evolution of the left mca territory infarct with increasing associated edema resulting in worsening mass effect on the left lateral ventricle as detailed. No hemorrhagic conversion or frank herniation. According to the site, the berlin heart excor blood pump pu valves; 15 ml in/out; ø 9 mm functioned as intended, with complete fill and ejection. Deposits were noted in the pump.

Manufacturer narrative:
The excor blood pump, s/n (B)(6) was returned to berlin heart gmbh on 2024-11-26 for investigation. Berlin heart performed a variety of examinations including visual analysis, functional test, noise emission and internal examination of the membrane system. During the initial visual inspection, the dimensions of the pump housing, and weight were measured and recorded. All three membrane layers were individually examined through a destructive test. The valve leaflets were evaluated and a carmeda layer test was performed. The blood pump was later cleaned and disinfected to test its functionality and the noise emission. The remaining parts of the cannulas and the driving tube were removed for this test. The pump performance met the specifications. The pump was completely filling and emptying, and the membrane movement showed no abnormalities. Operating noises heard during the test could not be assessed as abnormal sound. The dimensions of the blood pump were measured. They correspond to the average of a pump p15p-001. For internal examination, the blood pump was disassembled, and the individual membrane layers were examined. All the three layers were intact with uniform graphite distribution. The stabilization ring was without any defects. The valve leaflets were free of breaks and the edges were not frayed. The surface in the blood-carrying area of the blood pump was examined. No residues of deposits were found. The surfaces were smooth and undamaged. A heparin coating was present. Neither a defect nor a malfunction could be detected. All examinations revealed no abnormalities. The blood pump met its specifications. There was no correlation between the two events documented in 3004582654-2024-00060 & 3004582654-2024-00058. Detailed failure investigation report is attached.